Event description:
It was reported that a fiasp prefilled pumpcart cracked and broke during a supply change, with tiny glass shards observed inside the pump, and the user had difficulty inserting a new cartridge. Customer care provided support that included remote troubleshooting and education, including a dry run and the use of small tweezers to remove glass fragments. Investigation of this case revealed user handling contributed to a damaged cartridge that introduced glass shards into the pump, which were removed, restoring function. No reported adverse clinical effects or injury reported during the event. Outcomes included successful completion of the supply change after guidance and no alerts or alarms without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user handling of a damaged prefilled cartridge.